Event description:
Pretested device per protocol, probe temperature error when inserted into patient during procedure. Multiple retests x 6 with same error. Probe removed; no injury occurred to patient.